Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen for a routine device check and the device had declared elective replacement time (ert). Magnet rate was 100ppm, white longevity on the programmer was displaying less than 0.5 years and 2 years. A device replacement procedure was scheduled. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Additional information was received that the device was returned for reliability analysis. There were no details surrounding the explant procedure.

Event description:
Boston scientific received information that upon device interrogation, the gas gauge was less than 0.5 with a magnet rate of 100. Approximately two months later, the gas gauge equaled two years with a magnet rate of 100. The device was to be interrogated again in three months. To date, no adverse patient effects were reported with this clinical observation.